Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provide), and an elevated bg of 280 mg/dl. Reportedly, the cause was the customer was not monitoring bg levels due to a failed non-tandem sensor. Bg was treated with 80 grams of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.